Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate result of "177 mg/dl" as compared to another meter's result of "87 mg/dl". The two tests were performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement product was sent to the patient and subject products are pending return for investigation. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.